Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right revision procedure due to pain, and elevated metal ion levels approximately 8 years post initial implantation. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An m2a-magnum pf cup 48odx42id, part # us157848 from lot 856410, was returned and evaluated against the complaint. Visual inspection found foreign material affixed to the porous coating of the cup. The inner radius of the cup exhibits scuffing, scratching, and a dried foreign material. Revision op notes states that bilateral patient underwent revision right total hip arthroplasty due to aseptic failure. Surgeon encounters thick fibrotic tissue secondary to an acute local tissue reaction. The head was dislocated and there was no evidence of trunnionosis for metal articulation debris. Classic metal reaction metallosis noted around the synovium. No soft tissue destruction and no injury to the gluteus medium tendon attachment. The hip was stable with all range of motion. No complications and delay was stated in the revision op notes by surgeon. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: part: 103201 name: taperloc por fmrl 6.0x132 lot: 085350. Part: 139256 name: m2a-magnum 42-50 tpr insrt std lot: 228290. Part: 157442 name: m2a-magnum mod hd sz 42mm lot: 299970. The investigation is still in process. Once the investigation is completed a follow up MDR will be submitted multiple MDR reports were filed for the same event, please see associated reports: 0001825034-2017-04513.

Event description:
It was reported that a patient underwent a right revision procedure due to pain, lack of mobility, and elevated metal ion levels approximately 8 years post initial implantation. Attempts have been made and no further information is available at this time.